Event description:
It was reported that the subject exhibited a worn, separated adhesive between the rubber cover and the plastic tip of the probe. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: plastic distal end cover cementing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.